Event description:
The information provided to sjm indicated the patient was admitted to the hospital with pulmonary edema and an elevated gradient. An echocardiogram revealed immobile leaflets and the patient underwent a valve in valve procedure. The patient is currently recovering.